Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 200 mg/dl; however, her blood glucose had since increased to 500 mg/dl. The patient was unable to treat prior to calling since she was at work. She did not have another infusion set available for a set change. The customer was able to perform an insulin pump bolus, though. The insulin pump was not returned for analysis.